Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- paddle leads upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing lack of pain relief and ipg placement discomfort with daily activities. The patient underwent an explant procedure. The explanted devices were discarded.